Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d4;g3;h2;h3;h4;h6. Product was returned and evaluated. Upon visual inspection of the cup, there was no visible damage to the outer diameter of the device. There was damage near one of the three plug holes. A review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. A definitive root cause cannot be determined. The reported event could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that during a hip arthroplasty, the screw went through the cup and was unable to be implanted. No known impact or consequence to the patient. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10: 00625006530 bone screw self-tapping 6.5 mm dia. 30 mm length j7732465. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.